Event description:
Freestyle libre3 plus sen kit abbo, manufacturer abbott dia for glucose monitoring. I had applied the freestyle about 4-5 times successfully. However, the last products purchased will not stay on the skin once deployed. I used the same process, cleaning with alcohol, letting it to dry and then applying the device to no avail. I purchased two more units with expiration dates of 11/30/2026 and the same thing happened. I am a caregiver to an elderly man and all this happened with this person. If more information is needed, I can be reached at (B)(6). I will seek replacement product from the manufacturer as the safeway pharmacy in (B)(6) refuses to replace the product. Pt code: 4582. Device code: 1068. Reference reports: mw5185921, mw5185922.